Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for alleged filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly perforated, tilted and difficult to be removed. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) and weighs (B)(6).